Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2 and "PMA/510(k) number" of g5.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of the device. Therefore, the testing result cleared the french guideline. The device had been reprocessed using an olympus automated endoscope reprocessor model etd4 (not available in the USA) with peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes (49 cfu/100ml). The device had been reprocessed using a peracetic acid. There was no report of patient infection associated with this report.